Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hyperglycemia (as her bgl was 500 mg/dl) [hyperglycaemia]. Technical issue of her np4 [device issue]. Np4 didn't inject the dose and didn't release insulin [device failure]. Penfill holder is broken [device breakage]. Had to use the syringe to get the needed insulin dose [wrong technique in product usage process]. Patient used the dialing clicks to estimate the dose of the product [wrong technique in product usage process]. The needle left the needle attached to the pen in between injections [product storage error]. Novopen 4 - expiration date:??-mar-2016 [expired device used]. Case description: this serious solicited report from egypt was reported by a consumer as "hyperglycemia (as her bgl was 500 mg/dl)(hyperglycemia)" with an unspecified onset date , "technical issue of her np4(device issue)" with an unspecified onset date , "np4 didn't inject the dose and didn't release insulin(device failure)" with an unspecified onset date , "penfill holder is broken(device breakage)" with an unspecified onset date , "had to use the syringe to get the needed insulin dose(inappropriate drug extraction with syringe)" with an unspecified onset date , "patient used the dialing clicks to estimate the dose of the product(wrong technique in product usage process)" with an unspecified onset date , "the needle left the needle attached to the pen in between injections(device stored with needle attached)" with an unspecified onset date , "novopen 4 - expiration date:??-mar-2016(expired device used)" with an unspecified onset date and concerned a female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus", , mixtard 30 hm penfill (insulin human 100 iu/ml, insulin human isophane 100 iu/ml) from unknown start date and ongoing for "diabetes mellitus", on an unknown date, penfill holder was broken. And expired device was used batch numbers: novopen 4: dug0968. The outcome for the event "penfill holder is broken(device breakage)" was not reported. The outcome for the event "novopen 4 - expiration date:??-mar-2016(expired device used)" was not reported. Reporter's causality (novopen 4) - penfill holder is broken(device breakage) : unknown . Novopen 4 - expiration date:??-mar-2016(expired device used) : unknown . Company's causality (novopen 4) - penfill holder is broken(device breakage) : possible . Novopen 4 - expiration date:??-mar-2016(expired device used) : possible . Reporter's causality (mixtard 30 hm penfill) - penfill holder is broken(device breakage) : unknown . Novopen 4 - expiration date:??-mar-2016(expired device used) : unknown . Company's causality (mixtard 30 hm penfill) - penfill holder is broken(device breakage) : possible . Novopen 4 - expiration date:??-mar-2016(expired device used) : possible . Investigation results: name: novopen 4, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Name: mixtard 30 penfill 3 ml 100iu/ml, batch number: nr7ph70. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Since last submission the case has been updated with the following:(not yet submitted) -batch number, manufacturing date, expiration date captured in device tab. -new events "device breakage and expired device used" added. -device narrative updated in device addendum tab. -imdrf codes added. -narrative generated accordingly. References included: reference type: e2b company number. Reference ID#: (B)(4). Reference notes: reference type: mw 3500a MFR. Rpt. #. Reference ID#: (B)(4). Reference notes: medwatch 3500a MFR. Report number. Final manufacturer's comment: (B)(6) 2025: the suspected device (novopen 4) has not been returned to novo nordisk a/s for the investigation. Batch number of device is not available, no batch trend analy-sis or reference sample analysis performed. With the available limited information re-garding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. The product handling issues such as product storage error, expired device used and wrong technique in product usage pro-cess can affect the functionality of device. No investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hyperglycemia (as her bgl was 500 mg/dl) [hyperglycaemia] technical issue of her np4 [device issue] np4 didn't inject the dose and didn't release insulin [device failure] had to use the syringe to get the needed insulin dose [wrong technique in product usage process] patient used the dialing clicks to estimate the dose of the product [wrong technique in product usage process] the needle left the needle attached to the pen in between injections [product storage error]. Case description: study ID: 1777-outbound patient calls study description: trial title: the objective of the programme is to perform outbound calls to the patients who have received samples of novo nordisk egypt products. This is to confirm that they have received the sample, and verify if they have any problems with regard to the product received, or any problem with regard to diabetes patient's height: 160 cm. Patient's weight: 90 kg. Patient's bmi: 35.156. This serious solicited report from egypt was reported by a consumer as "hyperglycemia (as her bgl was 500 mg/dl)(hyperglycemia)" with an unspecified onset date , "technical issue of her np4(device issue)" with an unspecified onset date , "np4 didn't inject the dose and didn't release insulin(device failure)" with an unspecified onset date, "had to use the syringe to get the needed insulin dose(inappropriate drug extraction with syringe)" with an unspecified onset date, "patient used the dialing clicks to estimate the dose of the product(wrong technique in product usage process)" with an unspecified onset date, "the needle left the needle attached to the pen in between injections(device stored with needle attached)" with an unspecified onset date and concerned a female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus", mixtard 30 hm penfill (insulin human 100 iu/ml, insulin human isophane 100 iu/ml) (dose, frequency & route used: #1: 50 iu, qd (30iu am +20 iu pm), subcutaneous and regimen #2: 10 iu additional dose, subcutaneous ongoing nr7ph70 11/--/2025) from unknown start date and ongoing for "diabetes mellitus", dosage regimens: novopen 4: mixtard 30 hm penfill: current condition: diabetes mellitus historical drug: mixtard 30 vials. Concomitant medications included - glucophage(metformin hydrochloride), aspirin [acetylsalicylic acid], vit b12(cyanocobalamin), calcium. On an unknown date, patient suffered from hyperglycemia with bgl (blood glucose) of 500 mg/dl due to the technical issue with the np4 and hence had to use the syringe to get the need-ed insulin dose. Since an unknown date np4 didn't inject the dose and even after doing pen training and after assembly the patient checked insulin flow but the pen didn't release insulin so she was directed to ncc fpr evaluation . The needle left the needle attached to the pen in between injections the force needed to inject didn't feel different from normal the insulin used suspension (cloudy insulin) and re-suspend (rolled it between your hands) before use . The patient used the dialing clicks to estimate the dose of the product the patient had been trained by a health care professional in the use of the novopen . The operator of the device at the time of the event (patient) the patient had recently changed your diet or exercise level the needle attached to the pen in a 180 degree angle (straight on) the insulin in use was preserved at room temperature 20-25 degrees celsius the patient hadn't recently changed from another novopen to the current novopen . Batch numbers: novopen 4: dug0988 mixtard 30 hm penfill: nr7ph70 action taken to mixtard 30 hm penfill was reported as dose increased. The outcome for the event "hyperglycemia (as her bgl was 500 mg/dl)(hyperglycemia)" was recovered. The outcome for the event "technical issue of her np4(device issue)" was not reported. The outcome for the event "np4 didn't inject the dose and didn't release insulin(device failure)" was not reported. The outcome for the event "had to use the syringe to get the needed insulin dose(inappropriate drug extraction with syringe)" was not reported. The outcome for the event "patient used the dialing clicks to estimate the dose of the product(wrong technique in product usage process)" was not reported. The outcome for the event "the needle left the needle attached to the pen in between injections(device stored with needle attached)" was not reported. Reporter's causality (novopen 4) - hyperglycemia (as her bgl was 500 mg/dl)(hyperglycemia) : probable technical issue of her np4(device issue) : unknown np4 didn't inject the dose and didn't release insulin(device failure) : unknown had to use the syringe to get the needed insulin dose(inappropriate drug extraction with syringe) : unknown patient used the dialing clicks to estimate the dose of the product(wrong technique in product usage process) : unknown the needle left the needle attached to the pen in between injections(device stored with needle attached) : unknown. Company's causality (novopen 4) - hyperglycemia (as her bgl was 500 mg/dl)(hyperglycemia) : possible technical issue of her np4(device issue) : possible np4 didn't inject the dose and didn't release insulin(device failure) : possible had to use the syringe to get the needed insulin dose(inappropriate drug extraction with syringe) : possible patient used the dialing clicks to estimate the dose of the product(wrong technique in product usage process) : possible the needle left the needle attached to the pen in between injections(device stored with needle attached) : possible. Reporter's causality (mixtard 30 hm penfill) - hyperglycemia (as her bgl was 500 mg/dl)(hyperglycemia) : unlikely technical issue of her np4(device issue) : unknown np4 didn't inject the dose and didn't release insulin(device failure) : unknown had to use the syringe to get the needed insulin dose(inappropriate drug extraction with syringe) : unknown patient used the dialing clicks to estimate the dose of the product(wrong technique in product usage process) : unknown the needle left the needle attached to the pen in between injections(device stored with needle attached) : unknown. Company's causality (mixtard 30 hm penfill) - hyperglycemia (as her bgl was 500 mg/dl)(hyperglycemia) : possible technical issue of her np4(device issue) : possible np4 didn't inject the dose and didn't release insulin(device failure) : possible had to use the syringe to get the needed insulin dose(inappropriate drug extraction with syringe) : possible patient used the dialing clicks to estimate the dose of the product(wrong technique in product usage process) : possible the needle left the needle attached to the pen in between injections(device stored with needle attached) : possible. Event abated after use stopped or dose reduced?: doesn't apply event reappeared after reintroduction?: doesn't apply.

Event description:
Case description: investigation results. Name: novopen 4, batch number: dug0968. Visual examination and functional testing were performed. The cartridge holder was damaged in its connection to the mechanical part of the pen. It was not possible to attach the cartridge holder correctly and the device cannot function with a needle and a cartridge attached. The dose accuracy may be affected. The fault was caused by accidental damage during use of the device. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. Name: mixtard 30 penfill 3 ml 100iu/ml, batch number: nr7ph70. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Since last submission the case has been updated with the following investigation results updated for novopen 4 malfunction field was updated as yes device available for evaluation and returned to manufacturer on field updated follow up information further investigation comment were added imdrf codes b, c, d, g were updated. Narrative updated accordingly. Final manufacturer's comment: 28-mar-2025: the suspected device (novopen 4) has been returned to novo nordisk a/s for the investigation. Upon initial inspection, a damaged cartridge holder was identified, with the potential to impact dosage accuracy and lead to hyperglycaemia. Reference sample analysis revealed no irregularities related to the observed issue. The batch documentation was reviewed and found to be in order. Given the limited information available, the damaged cartridge holder appears to be the result of accidental damage, while product handling issues such as storage errors, use of expired devices, and incorrect techniques during product usage may compromise the device's functionality. H3 continued: evaluation summary: name: novopen 4, batch number: dug0968. Visual examination and functional testing were performed. The cartridge holder was damaged in its connection to the mechanical part of the pen. It was not possible to attach the cartridge holder correctly and the device cannot function with a needle and a cartridge attached. The dose accuracy may be affected. The fault was caused by accidental damage during use of the device. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken.